Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate electric shock leading to atrial fibrillation (af) with angina. After this shock, the patient experienced felt leg weakness, dysnea, shoulder and back pain that felt like a heart attack. The device was attempted to be interrogated, however, it was unsuccessful. Then, the patient was hospitalized and the s-ICD system was turned off and then was turned on. The patient continued experiencing shocks and no tones were heard. As a result of these events, the patient experienced sleep disturbances, attributing them to anxiety over the device failure to provide appropriate treatment. Due to the limited information received, further follow-up to obtain related details was not possible.